Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No compromised force sensor system alarms were noted during testing. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with broken battery tube threads, cracked case at lcd window corners, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 9.3 mmol/l at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.